Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 7 atmospheres for 5 seconds, the balloon ruptured in a vertical form. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.